Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used in the gastrointestinal tract on a procedure performed on (B)(6) 2017. According to the complainant, during the procedure the needle punctured through the side of the catheter. There were no patient complications reported as a result of this event.